Event description:
Pt report no improvement after getting the orthovisc injection, he said after 1st injection his pain was reduced but after completing the 4 weeks of injection, he has more pain on his right knee.